Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted prophylactically in an endurant iis stent graft system during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, the physician placed an endoanchor in the intended position following the IFU. During stage 1 the endoanchor penetrated the graft as intended however during stage 2 the endoanchor was deployed crooked. During the course of the procedure it was noted that part of the endoanchor was floating in the descending aorta. Troubleshooting was initiated and the fragment was removed and an aortic cuff was placed over other semi implanted endoanchor. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: the broken fragment was removed using a snare. The diameter of the aneurysm was 70 mm at implant, with a neck length of 23 mm and a neck diameter of 24-26 mm. The neck was angled and conical, with mild calcification and thrombus present. Film evaluation summary: the reported fractured endoanchor was confirmed; however, the exact cause of the fracture could not be determined from the limited films provided. Analysis of the returned pre-implant film report did not reveal any anatomical characteristics that could explain the anchor fracture. Complete images during implant, including films during implant of the anchor which had fractured, were not provided and the reported event could not be assessed. The location where the endoanchor fracture occurred is also unknown. Potential causes of the anchor fracture include implanting into the areas of excessive calcification, thrombus, and highly angulated anatomy. In addition, improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier may have also contributed to the anchor fracture. An applier issue cannot be ruled out as a potential cause; however, the applier was not returned for analysis. The fractured anchor retrieved from the patient was also not returned for a more detailed sem analysis. If information is provided in the future, a supplemental report will be issued.